Event description:
The stryker core impaction drill was sent in for repair due to overheating prior to a procedure. There was no pt involvement; no adverse event was reported.

Manufacturer narrative:
The device was rec'd for evaluation; additional information will be submitted once the quality investigation is completed.